Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that two different lot numbers of the same product code mention different needle codes. Rh vs. Mh-1. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/09/2019. Investigation summary: it was reported that the device had label issues. There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, a sample of product code x31026 lot#lke805 and box of same product code lo#lhh050 with different description and image of needle could be observed. This mismatch is due to a different graphic version were used on the batches.